Manufacturer narrative:
Information received from the manufacturer's service technician on (B)(4) 2017, stated that the hospital's biomed was able to clear the mid:09 error message and the thermogard console (B)(4) was placed back in service; however, further information was not provided as the customer retained the service record. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard ivtm console (B)(4) alarmed with a mid:09 (air trap assembly) error message during patient warming phase. Another console was used to complete ivtm treatment. There was no known patient consequence reported. No further information was provided.